Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that the patient was being transferred from an unknown transport intra-aortic balloon pump (iabp) to the facility¿s iabp. Once the patient was placed on the facility¿s iabp, the intra-aortic balloon (iab) would not inflate. The nurse proceeded to check for occlusions, kinks or any disconnections. The nurse then restarted the pump but balloon still would not work. It was reported that the iabp displayed unable to inflate. The helium tank was checked and noted to be full and turned on. During the incident, the patient began to crash. The supervisor called for a new iabp; once the iabp arrived, the units were swapped and therapy continued. It was reported that the patient¿s blood pressure then began to rise. The medwatch reports the date of the event and the date of death as (B)(6) 2019. This report is for the iab catheter used in the event.